Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 24.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017, because the patient reported severe glare. Pre and post-operative best corrected visual acuity for the patient was 20/40. The replacement lens was a zct150 21.5 diopter lens. Reportedly, there was no patient injury or delay in surgery. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of complaints was performed on dec-18-2017. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.